Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any relevant information from that review a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via voluntary facility (B)(4) that following a ivc filter placement migration and pain occurred. A otw green fil w/flexcarrier was placed. The device "seems to migrate causing internal pain which is so severe that the patient needs intervention."